Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the reason of the explant was whenever a pe inlay is revised the head needs to be exchanged as well.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: hcp is reporting: "I also refer to the report number: (B)(4) and the telephone conversation on (B)(6), 2021 replacement surgery for prematurely worn pe with replacement of the hip-head and pe - 3 years of inauspicious progress - now again short-term pe wear with metal-metal contact - occurred within a few months. On (B)(6) 2024, changing of cup and head - explants currently in cleaning mode - the company has already been informed - the explants will be handed over to depuy in person next week." The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the rim of the pinn mar +4 10d 28idx46od has two out of four anti-rotation device (ard) tabs sheared off. Nevertheless, the liner appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). Additionally, the liner presents some scratches most likely caused by the explantation process. The fracture fragments were not returned for evaluation. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: pinn mar +4 10d 28idx46od product code: 121928146 lot number: j97j02 and no non-conformances or manufacturing irregularities were identified. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 28idx46od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 01-15-2021 3) any anomalies or deviations identified in DHR: no. 4) expiry date:12-31-2025. 5) IFU reference: IFU-0902-00-701. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 01-15-2021. 3) any anomalies or deviations identified in DHR: no. 4) expiry date:12-31-2025. 5) IFU reference: IFU-0902-00-701.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a replacement surgery was performed for prematurely worn pe with replacement of the hip-head and pe. There were three years of insuspcious progress, and now short-term pe wear with metal-metal contact occurred within a few months. Revision was performed for changing of the cup and head. This patient had undergone a previous revision after four years due to pe wear in 2021. Affected side: right hip.